Event description:
It was reported that one day post implant, high impedance was measured on the left ventricular lead in one configuration. A different configuration "measured normally with a good threshold." The lead was left in the configuration that "measured normally." It is suspected that there may be an issue with the lead not being fully inserted. The lead and device remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6947m-62 lead, implanted: (B)(6) 2014; 5076-52 lead, implanted: (B)(6) 2012. (B)(4).